Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent skin revision surgery (date not reported) due to skin overgrowth. The implanted device remains.